Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the procedure, when the silver tube was pulled laterally the link did not separate from the screw and pulled out of the link. A second fibulink kit was opened and implanted without incident. There was an unknown surgical delay. It was unknown if the procedure was successfully completed, and patient's outcome was unknown. This complaint involves one (1) device. This report is for (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # fgs-1000 synthes lot # 21e012 supplier lot # 21e012 release to warehouse date: 12 aug2021 supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.